Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.